Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-17131. The pt reported his scs system was explanted due to no longer receiving effective stimulation and experiencing difficulty sleeping.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.